Event description:
Physician later reported, "chronic nonspecific inflammation. And foreign body granuloma".

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture-breast and capsular contracture-breast was requested on april 02, 2024. Visual analysis of the photographs identified. Device patch with lot number#: 2263085 and catalog number: 110-300cc. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26apr2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 10jul2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ local reaction : unable to observe as it is a medical event that is not related to the device. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: updated device photo analysis

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Healthcare professional additionally reported "chronic nonspecific inflammation and foreign body granuloma". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, local reaction, granuloma and capsular contracture was received on june 21, 2024, with lot number 2263085. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe two openings on posterior side assessed as unidentified (tear) opening and observed two openings on radius and anterior side assessed as surgical damage. Shell thickness within specification. ¿ local reaction: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.